Event description:
The technician alleged that the side rail is not staying in upright position. No injury reported.

Manufacturer narrative:
The technician removed and straightened the side rail release arm to resolve the issue.